Manufacturer narrative:
The field service engineer performed a contamination test. The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient tested on a cobas c 503 analytical unit. The patient's initial creatinine result was 113 umol/l. The initial creatinine result was questioned by the customer and not reported outside the laboratory. The customer questioned the creatinine result due to possible contamination by a urine sample previously tested, which had a high urine creatinine result. On a different c 503 module, the patient's repeat creatinine result was 56 umol/l. The creatinine reagent lot number was 618951 with an expiration date requested but not provided.

Manufacturer narrative:
The field service engineer replaced a sample probe. He checked and adjusted the probe rinse. He verified the instrument was running ok. Based on the provided information, a general reagent issue could be excluded. The investigation determined the service actions resolved the issue.